Event description:
This is the first of 2 reports for the same patient during the same surgery. This report concerns product ID 15-12-1200 (vumesh end cap 12mm, 0 deg). It was reported the surgeon had problems getting the vumesh end caps to snap into place in the cage. Additional information was obtained from the customer. During a cervical spine procedure, when assembling the end plates to the spacer and cage, the surgeon expected to hear an audible click. Because this did not happen, it was felt that the fit was not secure. The surgeon attempted to assemble another set of the endplates with a new cage, but obtained the same results. The final construct implanted in the patient was 2 endplates and a cage. It was noted the surgeon had not trialed prior to implant placement which is part of the recommended technique. The end caps slid forward 1-2mm as the cage was placed, but the surgeon indicated he felt "this was ok because of the supplemental fixation provided by the anterior plate (a sonoma plate)." Additional information was requested by integra.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.